Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 459 mg/dl at the time of incident. Customer stated that the sensor had sensor updating alert and insulin delivery was not suspended due to sensor glucose value. Customer stated that the connection bridge was damaged. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.